Manufacturer narrative:
(B)(4). The device was not returned for evaluation. There were no anomalies identified during the internal review of the receiving inspection records. Bleeding is a known short term complication when a lung biopsy is performed during a transbronchial lung biopsy or CT guided percutaneous biopsy. If additional information is received a follow-up report will be submitted.

Event description:
The customer reported that the patient experienced mild but persistent bleeding following biopsies of the rul lesion. The bleeding was successfully stopped after administration of 2 cc of diluted epinephrine. The total blood loss was estimated to be <20 cc. If additional information pertinent to the incident is obtained a follow-up report will be submitted.

Manufacturer narrative:
The product was returned and evaluated. The evaluation resulted no problem found, therefore no root cause could be determined.

Manufacturer narrative:
The concomitant product was returned and evaluated. Confirmed the model number of the device. The evaluation resulted no problem found, therefore no root cause could be determined.